Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # 715031

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -6.5/+1.0/078 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: h6- device code 1494- off-label use: age < 21 years old should be added in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial. Visual inspection found the haptic bent and deformed. Claim#: (B)(4).